Manufacturer narrative:
Interrogation of the device indicated the pump had been programmed to deliver 500.0 mcg/ml of lioresal at 120.07 mcg/day. Analysis of the implantable pump serial number (B)(4) identified a high battery resistance in the laboratory during functional testing. A low battery reset occurred in the lab during decontamination. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned to the manufacturer by the manufacturer representative for routine analysis. The representative was not aware of a complaint associated with the device. The patient's indication for use was intractable spasticity.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).